Event description:
In 2008, the reporter/visiting-nurse contacted lifescan alleging that a one touch ultramini meter had an "apply sample" issue. The medical affairs specialist (mas) spoke to the patient directly on april 18, 2008, and was able to obtain/verify information. The patient tests her blood glucose three times a day. She takes sliding-scale insulin (unknown type) based on her meter readings. She also takes unidentified pills for her diabetes. The patient was unable to provide details regarding her medication regimen. The patient stated that she had the meter for over a month but the device "never worked". The patient mentioned that during that time, she was never able to get a meter reading. She did not have backup meter for testing. As a result, the patient guessed on her insulin dosages but continued to take her medications as prescribed. On an unspecified date/time after the alleged meter issue began, the patient reportedly developed symptoms of "extreme thirst." The nurse did not have test strips for troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with hyperglycemia after the alleged meter issue began. The patient was unable to test her blood glucose for over a month because of the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.